Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and ams monarc sling were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and ams monarc sling were implanted concurrently with hysterectomy. It was reported that the patient underwent a mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a total abdominal hysterectomy, lysis of adhesions, anterior repair with cystocele repair and cystoscopy due to stress urinary incontinence. It was reported that the patient underwent rectocele repair in (B)(6) 2008. It was reported that the patient had sparc sling implanted on (B)(6) 2011.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, and dyspareunia. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.